Event description:
A medtronic representative reported that the surgeon felt inaccurate in a spinal fusion case. They took a navigated spin and tested the accuracy on the spinous process before proceeding with placing screws. After the 4th screw was in, they took some 2d shots and discovered that the 4th screw was 4-5 mm away from the expected position. The surgeon backed out the 4th screw and reseated it. There was no negative patient outcome reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. All of the instruments tracked normally and were found to be accurate. The reported event could not be duplicated by medtronic personnel. There were no further issues.